Event description:
Customer reported an intermittent spo2 operation from the accutorr v monitor, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found a loose connector in the spo2 board. Unit was repaired, calibrated and safety tested to factory's specifications.